Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 307 mg/dl at the time of the incident. The customer was at 586 mg/dl at the time of the call. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer stated the motor stopped during bolus delivery and their blood glucose was almost 600 mg/dl. The customer also got a motor position encoder error. Troubleshooting was completed for the motor issues. The insulin pump will be returned for analysis.